Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the active blade fell apart. There was no adverse pt consequence.